Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, defib testing and environmental chamber testing without duplicating the report. The multi-function cable and CPR adaptor were evaluated including continuity and stress testing with no discrepancies found. The device was recertified and returned to the customer. It is recommended that the multi-function cable and CPR adaptor be replaced as a precaution. Review of the device activity logs indicated the device immediately does not recognize what is attached (proper resistance value) to the defib receptacle, which will prevent charging of the device. The device prompts the user with messages to review the pad to patient contact/adhesion. The logs show no troubleshooting of any connection points by the user were made, only that the pads were removed and reapplied to the patient at the patient end only. It is noteworthy to mention that the electrode pads were a critical piece in completing the circuit and providing the correct ID value. The electrode pads were not returned as part of this investigation and are a possible cause for this fault condition but this is unconfirmed. This report has been closed as no device fault found. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.